Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
Cryoablation procedure performed (B)(6) 2014. Information received by medtronic indicated that a groin hematoma was observed after dressing was removed one day post procedure, on (B)(6) 2014. A doppler study was done and identified a muscular hematoma. Dilaudid given for pain. Event resulted in prolongation of hospitalization and resolved on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.